Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/reporter contacted lifescan (lfs) to report the one touch ultra 2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. Two weeks prior to report, the pt noted the reported meter would not power on; she was unable to test her blood glucose level. Afterwards, the pt experienced the symptoms of shaking, dizziness and inability to walk. The pt consumed more food and/or drink; she did not seek medical attention or treatment. Troubleshooting revealed the pt's testing technique was correct, the test strips were correct, and the battery did not need to be replaced. The issue was not resolved. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter power issue, and she received treatment with food. Therefore, this complaint is being reported.